Event description:
It was reported that the patient was having their device replaced, but the circumstances weren¿t 100% clear. It was likely just a replacement due to normal battery depletion, but they didn¿t know for certain. Additional information received reported that there was no stimulation sensation. The patient had a battery changed out and currently had their device set at 10.5 v and didn¿t feel anything. It was reported that the patient felt a little tingle earlier in the day. The patient¿s implant was on and was told they could reach their manufacturer representative for programming. The patient was redirected to their health care provider (hcp). Additional information received reported that the battery replacement went well and there were no concerns about battery life. There were no concerns about therapy; however, upon running impedances 2 contacts were noted to be high. It was reported that the hcp wanted to see how the patient did and would revise the lead as needed because they did not know how long the contacts had been out. Additional information received reported that the manufacturer representative would be meeting with the patient the next day. The 2 out of 4 of the contacts on the patient¿s paddle lead were reading high impedances, but the patient was feeling some stimulation during post-operative programming. It was noted that the hcp was aware of these issues and that the patient may need a new paddle lead implant. Additional information received reported that the patient called the manufacturer representative on the night of the replacement and told them that the stimulation had stopped. It was noted that even at 10.5 v the patient could not feel much stimulation. During the impedance test, the patient felt some stimulation at 3.0 v. It was reported that the adaptor connected directly into the new battery and the hcp had to ¿dig¿ to access it. During the implant, the impedances for contacts 1 and 2 were both high. It was reported that now contacts 0, 1, and 2 all showed greater than 20,000 ohms when ran at 0.7 v and greater than 40,000 ohms when the test was ran at 3.0 v. It was noted that contact 3 read at 530 ohms and that therapy impedance was greater than 4,000 ohms. It was stated that the hcp was aware of potential issues and knew during surgery that the system might need replacement eventually. Additional information received reported that the patient had little to irregular to no stimulation depending on programming. The patient had a follow up appointment scheduled with their hcp in 4 days to discuss removal of the system due to its age and the lack of effective therapy. It was noted that the patient would most likely opt for a replacement.

Event description:
Additional information received reported that it was confirmed that therapy was restored by turning the ¿can¿ positive and utilizing the one working electrode as a cathode. There were no diagnostics performed. There were no malfunctions seen and the cause of issue was not determined. The patient outcome was that they were doing good and happy with the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. Product ID: 7441, serial# (B)(4), implanted: (B)(6) 1998, product type: adapter. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1989, product type: lead. Product ID: 7492, serial# (B)(4), implanted: (B)(6) 1989, product type: extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative met with the patient and was able to restore therapy by turning the can positive and utilizing the one working electrode as a cathode. Additional information received reported that the cause of the event was end of life battery. It was noted that the issue was battery depletion. It was noted that there was replacement of the depleted battery only on (B)(6) 2013. It was noted that when the new battery was implanted it showed evidence of two contacts not working. The battery was removed and re-fixed and still the time reading came through. The battery was implanted with the idea of seeing how much stimulation coverage the patient could get. If it was not satisfactory then the entire unit would have to be removed and replaced. It was noted that the battery was programmed post operatively and there was good coverage. It was noted that an impedance test was run on (B)(6) 2013- and there was an impedance reading of >20,000 ohms. It was noted that the unit was adjusted. It was noted that the patient was an out-patient. It was noted that the patient was seen by the healthcare professional (hcp) on (B)(6) 2013 and the battery change had done the patient a world of good. It was noted that the patient was happy with the control. It was noted that the sutures were removed and the incision was healing nicely.